Event description:
Affiliate reported that on (B) (6) 2010, the device was implanted. The distal catheter was fixed to the ski by suture 10 cm from the tip. On (B) (6), it was found that the csf exuded from wounded area. It was found through CT that the distal catheter dropped out of the ventricle. The device was replaced by another product. There is no info about how much of csf leaked.

Manufacturer narrative:
It has been communicated that the device and/or lot info is not available for eval. Without the device and/or lot info, it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot info does become available, this complaint will be re-opened, evaluated and a f/u report will be filed. Trends will be monitored for this and similar complaints. At the present time, this complaint is considered closed.